Event description:
It was reported that the cage broke during insertion. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for visual inspection and the event was confirmed. The measureable dimensions of the returned cage were inspected and it was determined that they corresponded to the designs and the specification of the ao/asif. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Due to the fact that some clinical documentation was missing, the exact cause for the damage cannot be determined. We have received no other complaints in regard to this article. Therefore, we estimate that the breakage of the cage was caused by excessive mechanical pressure (overload) during insertion. No product defect could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. While we assume that the breakage of the cage was caused by excessive mechanical pressure (overload) during insertion, the exact cause for the damage cannot be determined and the complaint condition is due to an unknown cause.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event was (B)(6) 2011. (B)(4).